Event description:
It was reported that an expired sterile boxed 6.0 titanium locking screw was inserted into a patient during an open reduction and internal fixation (orif) procedure to repair a fractured distal third femur on (B)(6) 2015. Upon noticing the expiration date, the screw was removed and replaced with a non-expired screw. Antibiotics were administered following the notification of the expired device. The procedure was completed successfully with a delay of greater than fourteen (14) minutes, but less than thirty (30) minutes. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
The complainant part was not implanted or explanted. Per facility, the complainant part is not available for return. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.